Manufacturer narrative:
Product complaint # - (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected h6 medical device problem code. Additional information was requested, and the following was obtained: what is the surgeon¿s experience with this stratafix suture? 10+. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Tbd. Date and name of index surgical procedure? Total knee arthroplasty. The diagnosis and indication for the index surgical procedure? N/a. Were any concomitant procedures performed? N/a. What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? Open. On what tissue was the suture used? Fascia. What was the tissue condition (normal, thin, calcified, fragile, diseased)? Normal. For the original intended closure, how were all layers closed? Fascia, sub cutaneous, sub cuticular, skin. What symptoms did the patient experience following the index surgical procedure? Onset. Date? N/a. Were two loose passes with each arm of the device performed at the initiation of suture use during the index procedure? N/a. Was at least one pass in reverse direction performed prior to closure? Yes. Did the suture extrude? N/a. Did the wound dehis? N/a. If yes, what tissue dehisced? N/a. Onset date/time of dehiscence? (# post op days) n/a. How was the dehiscence managed? N/a. Please describe any surgical intervention required for the wound dehiscence including date and findings. What was used to repair the tendon rupture? Fiberwire please describe the appearance of the suture during the second procedure. Unrecognizable due to rupture. Please describe that is meant by ¿the suture pulled out¿ and how many days post-op did this occur? Surgeon was concerned the suture gave out not pulled out which may of caused the tendon rupture. Did the suture break? If so, where was the break noted (termination, middle, end)? N/a. Did the suture pull out of the tissue? No. Did the suture barbs not engage in the tissue post op? N/a. Were there any precipitating patient stress factors that led to the sutures breaking or pulling out of the tissue? Surgeon mentioned during case the patient may of fell. Are photos available? N/a. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? N/a. Other relevant patient history/concomitant medications? N/a. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Thinks these may have been freak accidents that happened to happen back-to-back in recent months causing the situation to magnify but isn¿t convince the suture was the cause but wants to be sure. What is the patient's current status? N/a. Surgeon¿s name? Jb (please refer to the attached email). Lot number? N/a. Additional information was provided by a phone call from the rep. The rep stated that the surgeon is not sure what happened with these 2 patients, maybe it was a coincidence that they experienced a problem so close to each other. There was no breakage of the suture, barbs or fixation feature and no suture deficiency was identified during the 2nd procedure. It was reported that the 2nd patient fell. The rep joined the surgeon in or and the surgeon has now switched to stratafix symmetric for the fascia and hasn¿t had any additional problems.

Event description:
It was reported that a patient underwent a total knee surgery on an unknown date and a barbed suture was used. Post-op, the suture pulled out and the quadriceps tendon ruptured. The surgeon had to repair the patient's tendon. The surgeon was not certain the suture was the cause, but that was a concern. The surgeon expressed concern about the barbed suture he is currently using and has been using it for a while. Additional information was requested.

Manufacturer narrative:
Product complaint#: (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the surgeon¿s experience with this stratafix suture? Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Date and name of index surgical procedure? The diagnosis and indication for the index surgical procedure? Were any concomitant procedures performed? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? For the original intended closure, how were all layers closed? What symptoms did the patient experience following the index surgical procedure? Onset date? Were two loose passes with each arm of the device performed at the initiation of suture use during the index procedure? Was at least one pass in reverse direction performed prior to closure? Did the suture extrude? Did the wound dehis? If yes, what tissue dehisced? Onset date/time of dehiscence? (# post op days) how was the dehiscence managed? Please describe any surgical intervention required for the wound dehiscence including date and findings. What was used to repair the tendon rupture? Please describe the appearance of the suture during the second procedure. Please describe that is meant by ¿the suture pulled out¿ and how many days post-op did this occur? Did the suture break? If so, where was the break noted (termination, middle, end)? Did the suture pull out of the tissue? Did the suture barbs not engage in the tissue post op? Were there any precipitating patient stress factors that led to the sutures breaking or pulling out of the tissue? Are photos available? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Surgeon¿s name? Lot number?